Event description:
Additional information received reported that the patient was doing well.

Event description:
It was reported that during surgery a paddle lead was being placed into the cervical area. After multiple attempts to place and re-place the lead the surgeon pulled the lead back and noticed an electrode was shearing off. The rep. Thought that perhaps the physician was taking too steep of an angle when trying to place the lead. No diagnostic testing or troubleshooting was performed or required. A different lead was used. The surgeon had no complaints. There were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) found the stimulation lead¿s distal end electrode pulled out or off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), product type: lead. Product ID neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).